Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018 at 10:30 pm. The customer¿s blood glucose was 600 mg/dl at the time of the incident. The customer was treated with the insulin pump. They then checked their blood glucose and tit was 27 mg/dl. The customer's blood glucose at the time of admission was 140 mg/dl. The customer¿s current blood glucose was 597 mg/dl. The customer was wearing the insulin pump at time of hospitalization. The drive support cap was normal. It was noted that the customer when the customer went back on the insulin pump, their blood glucose went high again. The insulin pump will be returned for analysis.